Manufacturer narrative:
Device used for treatment, not diagnosis. "Scalp necrosis following peroperative embolization for meningeal tumors: two cautionary tales" (2013). Kirkman, m.a., sethi, h., & kitchen, n.d. Acta neurochir, 15, 1413-1415. This report is for an unknown matrixneuro plate/unknown, quantity/unknown lot. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article, "scalp necrosis following peroperative embolization for meningeal tumors: two cautionary tales" (2013). Kirkman, m.a., sethi, h., & kitchen, n.d. Acta neurochir, 15, 1413-1415. A report was done on preoperative embolization for meningeal tumors. In the report a 58 year old female developed necrosis after a craniotomy that healed poorly and had serous discharge for several months. In two areas of the necrosis there was a synthes matrixneuro plate and screw protruding posteriorly and a synthes matrixneuro screw protruding anteriorly. The synthes matrixneuro plate and screws were subsequently explanted. This is report 1 of 3 for (B)(4). This report is for 1 unknown matrix neuro plate.